Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "last night at 03:00 am it stopped working and I didn't do anything anymore, but this morning when I plugged it in it worked again." No additional information was provided after several attempts.

Event description:
N/a.

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR - lot 6806100 (sn (B)(6)) met specifications when released. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause - no exact root cause could be determined as the technician could not confirm any problem with the device at the time of investigation. However, the possible root cause for the issue reported by the customer could be due to a change in the hospital environment (electrical grid, equipment being used near the icp sensor or directlink, cable management).